Manufacturer narrative:
Qn#(B)(4). Corrected data: section b.4.-corrected to(B)(6)2019. Additional information received from customer: "the patient condition was fine. The tube was removed by other way successfully from the patient. There was no harm on the patient." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the air in the cuff could not be deflated and decompressed when the doctor was removing the tube. Patient was brea thing spontaneously at the time of removal. Additional information was requested, but had not been received at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the air in the cuff could not be deflated and decompressed when the doctor was removing the tube. Patient was brea thing spontaneously at the time of removal. Additional information was requested, but had not been received at the time of this report.